Event description:
It was reported that the patient received inappropriate shocks due to a possible right ventricular (rv) lead fracture. The rv lead had high impedance, oversensing, and noise. The lead was reprogrammed off, and subsequently, it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing.